Event description:
The customer reported cracks observed on the top corners of the front bezel displayed involving an Olympus generator. It was unknown if there was patient injury or involvement reported.

Manufacturer narrative:
B3: Date of event is unknown. Additional information will be provided if available. The device was returned to Olympus for evaluation/inspection.Based on the results of the investigation, the cracks were identified. It is likely the result of component failure; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.